Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.

Event description:
The reporter stated, "an mcp/pip pyrocarbon implant revision surgery system was performed for progressive loosing with bone loss. Another MFR's product was implanted."